Event description:
On february 17, 2022, inari received voluntary medwatch report #mw5107226 from FDA. The report described the following event: "patient with dvt [deep vein thrombosis] of right leg who was sent to radiology for removal of clot with inari [device]. After procedure in our recovery, patient crashed and had massive pe [pulmonary embolism] from clot movement [to lung] and then had massive stroke from clot moving to brain. [Patient] died after neurosurgery didn't help."

Manufacturer narrative:
The limited information provided in the voluntary medwatch report did not identify the medical device involved or the initial reporter. The company reviewed all known dvt cases that were performed on and around the reported event date and was unable to identify an event matching this description. Although we are unable to confirm that an inari device was involved in the event and limited details are available to enable investigation and determine root cause, this report is being filed based on the alleged involvement of an inari device in the voluntary medwatch report. At this time, no investigation can be performed; however, if new information becomes available a follow-up report will be submitted. Distal embolization of blood clots is listed in inari dvt device labeling as a potential complication / adverse event. Manufacturer reference #: (B)(4).